Manufacturer narrative:
(B)(4): additional method: (cine images). Results: stenosis and tight lesion, stent dislodgement. Conclusion: stenosis and tight lesion. Eval summary: the device and cine images were received for review. The hypotube was bent, wavy and kinked distal to the strain relief. The distal tip was damaged. Crimp impressions were evident along the balloon. Blood residue was present along the distal shaft and between the balloon folds. Three cine images were received and reviewed. The images showed the proximal lcx lesion with a significant degree of stenosis.

Event description:
An 3.0mm diameter x 18mm length integrity rx bare metal coronary stent was inserted into the pt for treatment of the circumflex. An attempt was made to advance the stent across the lesion but the stent dislodged. The physician deployed the dislodged stent in the prox circ to left main which was not the desired location. The lesion was reported to be tight. No clinical sequelae were reported.